Manufacturer narrative:
Results - received one used unit without packaging. Observed there were body fluids throughout the unit. Observed a cut in the tubing approximately and inch below the rear barrel. Unable to perform submerged air leak test as the unit has been used. Conclusions - the defect of leakage at hub; as stated in the subject of the pir was not confirmed with the returned unit. However, the tear in the tubing would create an open path for leakage.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set leaked blood from the butterfly portion of the set. It resulted in blood getting on the hands of the user. No injury or medical intervention reported.